Manufacturer narrative:
The customer replaced the solenoids 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) reviewed the event log and confirmed the error code occurred. The rse advised the customer to verify pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba) first. The rse advised to replace solenoids 3 and 4 if the reported issue persisted then a replacement of the da pcba if needed. The rse provided the customer with the part numbers of the solenoids 3, 4, and da pcba. Device evaluation and repair are pending.